Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that they experienced a needle mechanism failure during pod placement on (B)(6) 2026. No impact to the patient's glucose level was reported. No further information was provided.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.